Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code, and the remaining battery is at 15 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, this device delivered appropriate shocks. However, it was noted that a very fine ventricular fibrillation (vf) was undersensed and therapy was delayed at 5 seconds. Also, the impedance was high likely causing the non-conversion of rhythm with first therapy delivered. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code, and the remaining battery is at 15 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, this device delivered appropriate shocks. However, it was noted that a very fine ventricular fibrillation (vf) was undersensed and therapy was delayed 5 seconds. High out of range shock impedance measurements were noted. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code, and the remaining battery is at 15 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, this device delivered appropriate shocks. However, it was noted that a very fine ventricular fibrillation (vf) was undersensed and therapy was delayed 5 seconds. High out of range shock impedance measurements were noted. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Manufacturer narrative:
Corrected fields: describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code, and the remaining battery is at 15 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, this device delivered appropriate shocks. However, it was noted that a very fine ventricular fibrillation (vf) was undersensed and therapy was delayed 5 seconds. High out of range shock impedance measurements were noted. This device remains in service. No adverse patient effects were reported.